Event description:
A call was received through technical services reporting impedance 260 ohms, stated pt was symptomatic with shortness of breath and fatigue. Lead was replaced. No further patient complications have been reported as a result of this event.